Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube. No motor position encoder error alarm was noted in the alarm history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer stated that they have been receiving no delivery alarms for the past two months but the customer would clear the alarm and rewind the pump and everything was be fine. However, customer recently received a no delivery alarm while they were off the pump and had received a motor error alarm shortly after. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer was unable to troubleshoot the issue at the time of the phone call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not have a back-up plan. The customer sent the product back for analysis.